Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was as high as 400 mg/dl. Customer advised they felt very sick and feared that they may pass out. Customer is working with their diabetic counselor to adjust the insulin pump settings and try different cannula lengths. Customer treated their high blood glucose levels by eating a few slices of pizza. Customer declined to speak to the 24 hour helpline.